Event description:
It was reported the impedance measurements on contacts 1, 2, and 3 were greater than 3600 ohms. It was also reported the patient was feeling great stimulation and appropriate coverage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3888-33, lot# v134064, implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).